Manufacturer narrative:
(B)(4). Medical records have been requested, a follow up will be submitted if additional information is received.

Event description:
During a follow up call with the patient's peritoneal dialysis registered nurse (pdrn), it was reported the patient underwent a scheduled hernia repair on an unknown date in (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Corrected: changed serial number from (B)(4) and changed the manufactured date from 03/09/2015 to 03/14/2009.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.